Event description:
A pt reported blood glucose results of "90 mg/dl" with a lifescan meter and "143 mg/dl" on a laboratory device, performed between 21-30 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The meter, test strips, and controls solution were replaced.